Event description:
A pt was receiving initial emergent dialysis treatment via a temporary right internal jugular dialysis catheter. The dialysis began in the morning. Two hours later, the pt's blood pressure dropped, the head of the bed was lowered and pt complained of nausea. The pt sat up abruptly in bed where blood was found on the pillow and shoulders. The right venous port was found separated from the dialysis tubing which was found turned under her right shoulder. The estimated blood loss (ebl) was 300 cc. The pt coded, was resuscitated but now has questionable anoxic brain injury. This was an isolated event that has never happened here before. The dialysis tubing and the catheter were compatible.